Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 406 mg/dl and 565 mg/dl. Patient's other blood glucose value: 396, 205 and 230 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with manual injection. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device received with minor scratched lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address number label and cracked reservoir tube lip.